Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing detached close to site location. Moreover, it looked like it was just pulled out. Reportedly, the patient woke up and noticed that insulin leaked out of the portion that was connected to the body. The site was right arm and the pump was in the right pocket. The infusion was used for three days and was to be changed on the day of this report. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure about any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.